Event description:
Same case as MFR report #: 2134265-2011-04590 and 2134265-2011-04591. It was reported that during a percutaneous coronary intervention procedure the imaging system sterile drape was torn. The motor drive unit was inserted into the sterile bag. When the motor drive unit was connected the sterile bag was torn. Two more new bags were used and again were torn. Another sterile bag was used to complete the procedure. There were no reported patient complications and the patient status was good.

Event description:
Same case as MFR report #: 2134265-2011-04590 and 2134265-2011-04591. It was reported that during a percutaneous coronary intervention procedure the imaging system sterile drape was torn. The motor drive unit was inserted into the sterile bag. When the motor drive unit was connected the sterile bag was torn. Two more new bags were used and again were torn. Another sterile bag was used to complete the procedure. There were no reported patient complications and the patient status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned in a box with a label for lot# 14307864. No tray or tray label was returned with the complaint device. No catheter was received only the mdu drape sterile bag was received. The following was observed: the returned mdu sterile drape bag has a tear/hole approximately 8cm long. During functional testing using a test catheter, the returned mdu sterile bag was able to be inserted onto the mdu and function properly when the test catheter was inserted into the mdu. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).